Manufacturer narrative:
(B)(4). The customer advised physio-control that they will not be pursing any repair options due to the age of the device and the costs associated. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would power itself off almost immediately after being powered on. The customer also indicated that the service wrench was illuminated on the device. There was no report of any patient use associated with the reported issue.